Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+3.5/149 (sphere/cylinder/axis), was torn/broken before injection into the eye. There was no report of patient contact or injury. A shorter lens was implanted on (B)(6) 2018 and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The lens was returned dry in a lens case/vial. Visual observation found the optic torn and the haptic bent. (B)(4).